Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and the patient experienced perforation, pericardial effusion treated with pericardiocentesis and open-heart surgical intervention requiring a stich on the heart and prolonged hospitalization. Initially, the report indicated that the carto 3 system displayed error 116, 20 pole a: catheter sensor error. The varipulse catheter connections were re-seated without resolution. The cable was replaced without resolution. The varipulse catheter was replaced, and the issue was resolved. The procedure continued. Then, during the afib case, a cardiac perforation and pericardial effusion were noticed in the patient. The caller reported that the physician was having issues or difficulty obtaining transseptal access. The caller reported that the physician had to make a "number of adjustments" to the carto vizigo sheath and the medtronic transseptal needle, to get it to line up. The physician was monitoring intracardiac echocardiography (ice), and a pericardial effusion was noticed in the patient. The physician completed one pulsed field ablation (pfa) application with the varipulse catheter in the left superior pulmonary vein at this point. The patient's blood pressure dropped, and their heart rate increased as well. They then brought in transthoracic echo, and the pericardial effusion was confirmed, and the procedure was aborted. They began to reverse the blood-thinning agents at this point. The interventional cardiologist and the electrophysiology (ep) doctor confirmed the pericardial effusion as well. The medical intervention provided to the patient was pericardiocentesis, and about 950 ml of fluid was removed. The interventional cardiologist called in the cardiovascular surgeon, and the pericardial effusion was once again, confirmed by the cardiovascular surgeon. The cardiovascular surgeon then performed open-heart surgery on the patient. The surgeon then confirmed there was a cardiac perforation in the patient, located at the junction of the right atrium and the inferior vena cava. They closed the perforation with a suture. The patient is in stable condition. The physician believes the cause of the cardiac perforation is due to the manipulation of the vizigo sheath, during transseptal access. Additional information was later received indicating that in the opinion of the physician, the cause of the injury was his movement of the medtronic flex cross transeptal sheath without a guide wire. It was noticed upon transeptal access that a small pericardial effusion was present and through monitoring, was growing in size. Activated clotting time (act) values were 350-370 over different samples. The physician applied one ablation sequence of pfa with the varipulse catheter and then decided to abandon the case due to the pericardial effusion continuing to grow in size. The patient did make a full recovery with 6 days of hospitalization. The customer's reported catheter sensor issue with the varipulse catheter is not considered to be MDR reportable since the potential risk that the issue could cause or contribute to a serious injury or death to the operator or patient is remote.